Event description:
It was reported by the edwards field clinical specialist that a 23 mm sapien valve was deployed utilizing the transaortic approach. Reportedly all normal procedural steps were taken; however post deployment the valve was seated in a 90:10 ventricular position. Significant ai was noted and a second valve was prepped and deployed superior to the first valve. No pvl or ai was noted. The patient was transferred to recovery in stable condition. Operative notes received indicated that a 23 mm valve was chosen and under rapid pacing, the valve was placed. There was downward movement due to the balloon being pushed down by the sinotubular junction (stj) and the valve was deployed to low in the left ventricular outflow tract. A second valve was prepared . The patient remained hemodynamically stable. The second valve was placed higher barely overlapping the first valve and just below the coronary arteries. Again there was movement downward with the balloon being pushed down by the stj , but the end position was acceptable. There was trace residual pvl and no evidence of coronary impingement. Intra-operative echo did reveal that the first valve impinged upon the anterior leaflet of the mitral valve, which mitral valve now showed a mild to moderate regurgitation. The patient was noted to have moderate native valve / leaflet calcification and severe root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and mitral valve impingement are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the event appears to be due a combination of patient anatomical and procedural factors. It was reported that the ventricular malposition occurred due to delivery balloon being pushed by the stj, which forced the system ventricular (this occurs when the stj is narrow and/or calcified). The malposition of the valve resulted in impingement the anterior leaflet of the mitral valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.